Event description:
New information available on 12/5/2017 states that, the patient presented in the hospital, just before the scheduled lead revision procedure. The patient experienced infection and erosion and was treated with oral medication. The lead was explanted on (B)(6) 2017. The procedure was well tolerated by the patient. The patient was doing well.

Event description:
It was reported that the patient presented in clinic experiencing spasms. Upon interrogation, it was noted that the patient was experiencing diaphragmatic stimulation because of the right ventricular lead. The lead was reprogrammed. The lead was explanted on (B)(6) 2017. Perforation due to the lead was confirmed. The procedure was well tolerated by the patient. The patient was doing well.